Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the inner seal of the lead packaging was compromised (partially opened); the packaging did not look right and looked defective. Therefore the lead was not removed from the packaging or into the sterile field. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.